Event description:
The customer reported to olympus, all leds (light-emitting diode) light up on the evis exera iii video system center and no function. Upon inspection and testing of the customer returned device, the front panel switches were not functioning due to liquid intrusion. This report is being submitted as a MDR based on this evaluation result. The procedure was completed with another device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered moisture damage had caused the defect. The two circuit boards (cp and cr board) were severely affected and needed to be replaced. Additionally, the base plate showed corrosion, the front panel and the video connector no longer held the camera heads. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Any other defect information directly related to ingress of liquid inside the equipment could not obtained in the repair department. However, evaluation uncovered moisture damage had caused the defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.